Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-09629. It was reported during a meeting with the patient for reprogramming of the patient's drg system, the system was unable to provide any stimulation therapy. The patient stated he could feel no paresthesia on the right side and only some relief on the left side. A system diagnostics indicated multiple lead contacts with high impedance. Consequently, surgical intervention was taken to replace the patient's drg leads. Reportedly, during the replacement procedure the physician explanted the left lead, but the right lead did not pull out. The physician discontinued the procedure and left the right lead implanted. Additional surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-09629 . Additional information received indicated further surgical intervention was undertaken on (B)(6) 2018 wherein the remaining lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.